Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 26-oct-2023, 13-nov-2023, and 20nov-2023 to obtain clarification about the device use at the time of the event. No response or further information was received from the customer regarding if the device was in use or out of use at the time of the event. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: on 09-nov-2023, the field service engineer (fse) went to the customer site and replaced the touchscreen to resolve the device issue. Good faith effort (gfe) attempts are being completed to obtain device use clarification. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the bottom right portion of the touchscreen was not working. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) ordered a replacement touchscreen and scheduled onsite service by a field service engineer (fse). This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).